Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated their controller was not connecting to their implant starting a week ago. Patient said they met with their rep and doctor yesterday, who thought the issue was just that the implant battery was dead (patient mentioned the implant was dead because wasn't working) so patient went home and charged up again, but still had issues. Patient clarified they were able to connect and see the batteries, but they were getting the settings not available screen (patient started charging on excellent during the call, controller 40%, implant 90%). Agent asked, patient confirmed they were on group c and said that was the group they had been using as c worked the best. Patient tried group a but did not get settings not available when they increased stim. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said the rep checked their programming yesterday and they called their rep and doctor already and they were told to call patient services as they thought patient might need a new controller. Agent reviewed settings not available message info and again redirected to doctor/rep. Agent emailed fyi to rep. Additional information was received from the patient reporting mdt rep called and reports that they met with pt yesterday who mentioned seeing 'settings not available' screen on pt controller. Mdt rep reports that pt's ins was depleted so they were unable to interrogate. Mdt rep reports that she got patient through passive recharging and the pt was able to fully charge after going home. Pt called mdt rep again and reports they are still seeing settings not available screen today when attempting to turn on stimulation. The caller was not with the patient. So further troubleshooting was not available. Tss reviewed interrogating the ins, running an impedance check, and comparing that to pt's current programming. Tss suggested seeing if the pt can decrease their intensity or switching to a different programmed group to keep the message from appearing and have stimulation on until they are able to meet with mdt rep. Additional information from the rep indicated that because one of the electrodes in the patient's programming had a high impedance. They changed the patient's programming to avoid the out-of-range electrode. The issue was resolved. Patient weight is unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.